Manufacturer narrative:
(B)(4). Batch #: unk. Date of event unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the stapler did not work during un unknown case and only "partially stapled". There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2021. D4: batch # 164a55. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. During the functional test, while trying to load the test cartridge into the device channel, it could not be loaded. Further analysis shows that the wedge guide was partially advanced this condition did not allow the load from the reload. In addition, a dry fired was performed and the closure trigger was closed, but the firing trigger was noted jammed. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the triangle image on the pinion & gear was not properly aligned with the short rack. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.